Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va07hnz, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the case took place on (B)(6) 2013.

Event description:
It was reported that when they tested the stimulation during the lead implant procedure, the patient was not feeling any stimulation with the lead. It was noted that they moved up and down the lead and the patient continued to receive no coverage. Prior to lead insertion, the patient was getting great stimulation when needle tested. The same test stimulation box was used two seconds prior and was working fine. The lead was replaced and the new lead worked fine. The old lead was thrown into the sharp container and could not be retrieved back for analysis.